Manufacturer narrative:
Analysis of the catheter, model# 8731, lot# b002152n39, found the catheter to be broken. There was also a slice/cut seen on the connector.

Event description:
It was reported that when the pump came out it pulled the connector out of the tubing. The catheter pulled out from the pump connector during pump replacement procedure. They used a sutureless connector to connect the existing catheter to the new pump; revised it in surgery with a new connector. The patient did not experience any symptoms; patient was fine. It was noted that the patient was doing fine as of 2014 (B)(6). The patient recovered without permanent impairment. The pump was delivering lioresal.

Event description:
Additional information received reported that the reason the patient had a procedure done was because pump was removed prophylactically removed to avoid in-vivo battery depletion.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8731, lot# b002152n39, implanted: 2003 (B)(6); product type catheter. (B)(4).